Event description:
It was reported that the patient experienced a shocking sensation. It was further reported that the patient's pain "started around 1-jan" and was "always a shocking feeling." It was noted that the pain was "from his shoulders and arms all the way to below the waist." It was also reported that the "stimulation was shut off" and that the "pain was every day." The night prior to the report, the patient reported having "tried to scoot up on bed and got shocked all the way down to his toes." It was also noted that the patient "had not recharged because the patient wanted the battery to die." The patient was redirected to his health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_prog, product type programmer, physician product ID: neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).